Event description:
Complainant alleged that the medics were defibrillating a pt who was in a cardiac arrest condition. The medics administered two shocks to the pt, but upon the administration of the third shock to the pt, the multi-function electrodes arced. The medics then applied a fresh set of electrodes and administered a 360 joules shock to the pt, but these electrodes also arced. The medics then applied a third set of electrodes to the pt and administered two 360 joule shocks to the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the "pt was in arrest for some time".